Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had inaccurate delivery issue starting (B)(6) 2014 and as a result the patient had seizure and was treated by emergency personnel with intravenous glucose. Reportedly, the patient¿s blood glucose (bg) values had been as low as 33 mg/dl, but the bg reading at the time of the event was not provided. Customer technical support reviewed the total daily dose history and the bolus history with the reporter and it was determined that the basal delivery totals as well as boluses were as programed. A bolus calculation exercise was performed with the reporter and the recommended bolus total was correctly calculated. Review of the potential causes of bg issue/inaccurate delivery revealed that the patient had incorrectly programmed the percentage of the extended bolus type. This complaint is being reported based on the allegation that the patient experienced a hypoglycemia event requiring third party intervention related to an insulin delivery issue attributable to the extended bolus being incorrectly programmed.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned to animas, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/30/2015-additional information/device evaluation: the pump with the serial number (B)(4) associated with this complaint was returned and investigated on 05/01/2014 in relation to another complaint. Pump (B)(4) was added to this complaint file on 12/04/2015, and the following results of product analysis were obtained from the original investigation: a review of the pump black box data revealed that basal delivery was manually suspended for one hour and thirty minutes. There was also evidence of a 0.00 unit/hour temporary basal setting for two hours on a different date; however, the active total daily dose values added up to correctly reflect the basal rate target. During testing, the rewind, load, and prime steps were completed successfully. The pump was exercised for 24 hours with no interruptions in delivery, nor were any errors, alarms, or warnings observed. A delivery accuracy test was performed and passed, indicating the pump delivered within specifications. The complaint was not duplicated, and no defect was found.